Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for the aia-900, serial number (B)(4), from 07-nov-2016 through (B)(6) 2017. There were two (2) similar complaints identified during the searched period, which includes this event. The hemoglobin a1c st aia-pack hba1c assay specifications under specimen collection and handing on page 4, states: whole blood samples should be pretreated within 24 hours at 30 °c. If the pretreatment cannot be done within 24 hours, whole blood samples should be stored at 10 °c for up to 7 days prior to analysis. If the analysis cannot be done within 7 days, whole blood samples should be stored frozen at -20 °c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Prior to the assay, slowly bring frozen samples to 30 °c and mix gently. The most probable cause was due to an operator error by running patient samples that had passed the refrigerated patient sample stability of 7 days.

Event description:
On (B)(6) 2017 a customer reported running 13 patient samples past the refrigerated patient sample stability of 7 days and obtaining discrepant results. On (B)(6) 2017 the customer ran 13 patient samples on day 8th, past the 7 days refrigerated patient sample stability. (B)(6). * the data showed that two (2) out of the 13 patient samples had difference in results of clinical significance, which did not correlate according to the patient's clinical history. On (B)(6) 2017 the customer reported repeating the run with the same past refrigerated patient samples (day 12) and obtaining the following results: (B)(6). The tosoh technical support specialist advised the customer that patients need to be redrawn; runs need to be repeated and do a comparison in order to obtain accurate results. The tss also educated the customer on sample stability and the need to freeze the samples after 7 days. On (B)(6) 2017 the customer recalibrated the aia-900 instrument with a new lot and ran quality controls, which were within acceptable range. The customer reported that patient samples were redrawn and repeated on day 2nd and results were within expected range. No adverse effect to patient management was reported and no erroneous results were reported out of the lab.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number: e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: see: lot#; device manufacture date.